Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results showed that one ecr60d reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, ejecting some staples and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results showed that one ecr60d reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a laparoscopic procedure, after loading the device into the instrument, it was found the sled moved forward a little and some staples of the proximal part were protruded. Another device was used to complete the case. There were no adverse consequences for the patient.